Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 19, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). Two samples were returned due to two events that occurred on the same day. The units were visually inspected, no anomalies were noted. The units were inspected under magnification, one of the thermistors copper contact was noted to have some scuff marks. Both units were connected to a saline circuit and ran at controlled temperatures for three separate runs. The temperature was unable to be read out of either thermistor. A retention sample was obtained from the same product code and lot number and was visually inspected, no anomalies were noted. The retention unit was also connected to the saline circuit and ran at the same controlled temperatures, the temperatures were able to be read with no issues. An x-ray inspection confirmed the circuits were damaged inside the luer thermistor. A possible cause of the event may have been due to the application of torque force causing damage to the internal circuit; however, a definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the arterial temperature probe is not working. No patient involvement. Product was changed out. Procedure was completed successfully.